Event description:
During a breast biopsy with the customer was using the probe, they started to hear a loud "rattling" noise when the cutter was at the proximal location on the probe. As the cutter continued, the "rattling" noise diminished near the distal end of the probe. The customer stopped and changed the probe and completed the biopsy. There was no pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed the instrument to be non-functional. The probe was connected to a test holster and control module, initialized, and produced an error code. The instrument was disassembled and the vacuum hose was found to be dislodged.